Event description:
During a gastric bypass procedure, the device produced malformed clips when using it (could have possibly gone across staple line). No pt consequences. Case completed with another device of the same product code. Return device not indicated.